Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070629.

Event description:
It was reported that the patient underwent an explant procedure as the same issue reported in MFR number 3006630150-2021-01995 happened again. The same leads had protruded and patients wound from the recent revision was not healing properly. The explanted leads will not be returned.